Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture on all vectors. The physician opted to surgically abandon and replace this lead. No additional adverse patient effects were reported.